Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of a provided x-ray image confirms fracture of the femoral bone laterally just above the distal tip of the stem. The root cause is attributed to the patient sustaining a fall. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient fell a few weeks after surgery and fractured his femur. Femoral stem was removed, femur prepped for longer stem and cabled. Liner and head ball also replaced. It was also reported that the stem was loose at bone to implant interface. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Affected side: right hip.